Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The oxygenator was returned for analysis. Visual analysis revealed no outward signs of cracks or damage throughout the oxygenator or ports. Performance testing confirmed a leak from the hex side seam joint. The device was filled with water and red food color mixture. After the device was filled, a syringe with the mixture was connected to the device and slowly depressed while observing the side seam for leakage. Leakage was observed from the side seam at the blood inlet end of the device. Conclusion: the clinical observation was confirmed and classified as related to post-distribution user handling of the product. Based on historical information, an air bubble trapped in dispensing equipment can cause this issue. Operators are trained to purge the dispensing equipment. This anomaly may not be detected by leak testing. The leak may not be found until after shipping and handling where a physical shock would break the marginal bond.

Event description:
Medtronic received information that during clinical use, this affinity oxygenator was found to have a leak at the bottom of the heat exchanger portion of the device, near the blood inlet port. The device was changed out with no patient affect reported. The device was returned.